Event description:
The customer stated that she was receiving erratic readings between her 2 contour meters. Some of the readings she received were: 74, 142, 165, 91, 82 and 86 mg/dl. It was not known which readings came from which meter. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer had to end the call before any more info could be obtained. No product will be returned at this time.